Event description:
A patient reported she is trying to increase stimulation, but the patient programmer is not doing it. The patient reported she is going to the bathroom frequently the last 3 days. The patient does not feel stimulation and the therapy is not on. When the therapy was turned on the issue was resolved. The patient noted she does not feel stimulation, but she feels a "shimmer". The patient increased from 2.1 v to 2.2 v on program 3. The patient plans to leave it on that setting for now. It was noted that trouble shooting resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.